Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The variable depth straw was not returned. The insertion device has no visible defect. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated

Event description:
It was reported that during a meniscus repair, both t's of the ultra fast-fix fell off at the same time as the first deployment occurred. The t;s were not deployed through the meniscus. The procedure was resumed, after a non-significant delay, using an equivalent sn back-up. The patient status is fine. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).